Event description:
After the physician removed the stent delivery system, it was noted that the stent inner delivery shaft of the smart control (c10080sv) remained inside the patient.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information will be provided within 30 days of receipt.